Event description:
It was reported that a tritanium posterior lumbar cage fractured during insertion. The procedure was completed successfully with a 10 minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
Additional data: b5. H6 codes have been updated to reflect conclusion of the investigation.

Event description:
It was reported that a tritanium posterior lumbar cage fractured during insertion. The procedure was completed with a 10 minute surgical delay and it was further reported that the patient sustained a vertebral fracture. No medical intervention was required.